Manufacturer narrative:
(B)(4).

Event description:
The receiver (serial# (B)(4)/ lot# 5131366) was returned for evaluation; however it cannot be verified if this is device at fault. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. The receiver log was downloaded and, upon review, confirmed the reported event of inaccuracies. A root cause could not be determined.

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter on (B)(6) 2015. The sensor was inserted on (B)(6) 2015 into the patient's arm. At the time of contact, the patient's father did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The receiver data log was reviewed on 05/28/2015. The complaint of inaccurate cgm readings was confirmed. Additionally, it should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen).

Manufacturer narrative:
(B)(4). The complaint sensor device was not returned to dexcom. Data was received and downloaded on (B)(4) 2015. A review of the data log confirmed the reported event of inaccuracies. A root cause could not be determined.